Manufacturer narrative:
Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was found down at home with pump off for approximately 10 minutes, but exact time is unknown. Patient received CPR and pump was restarted by the time the patient arrived at the hospital. Patient was re-admitted. Head CT was negative; however, patient required multiple inotropes. Power was elevated but the patient denied hematuria. Patient was re-educated on lvad alarms and power sources. It was reported that the patient had expired on (B)(6) 2018 due to noncompliance; pump stoppage from no back up batteries to replace batteries when not at home. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined. The hmii IFU lists death as an adverse events that may be associated with the use of the hm2 lvas. No further information was provided. The manufacturer is closing the file on this event.